Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings:.call service 054 and 052 alarms in alarm history. Pump exercised for 24 hours with no alarms occurring.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.